Event description:
It was reported that the implantable neurostimulator was implanted too close to the ribs and hip crest. The device was repositioned to the patient's left side of their body. The patient then developed a (B)(6) infection but it was unclear if the infection developed after the initial implant or after the revision. It was noted that the patient seemed to be doing fine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-45, serial# (B)(4), implanted: (B)(6)-2011, explanted: na, lead model 3777-45, serial# (B)(4), implanted: (B)(6)-2011, explanted: na, antenna model 37092, lot# 253500001, anchor model 3550-39, lot # n236076.